Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was unknown, however, bg meter registered a "high" reading. The customer resumed insulin therapy to address bg level. Reportedly, the customer alleged that the basal feature suspended insulin delivery. Review of the pump data logs by tandem technical support verified that an occlusion alarm occurred. Insulin delivery was resumed.